Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported the device shut off during transport while monitoring a patient. The customer stated the battery pins were damaged and the staff had to hold the battery in position for the rest of the transport. The device was in use on a patient and there was no adverse event to patient or user. One battery pca was returned for failure analysis. The reported problem was verified during visual inspection; j1 pin was bent/damaged and j2 pin was stuck.

Event description:
The customer reported the device shut off during transport while monitoring a patient. The customer stated the battery pins were damaged and the staff had to hold the battery in position for the rest of the transport. The device was in use on a patient and there was no adverse event to patient or user.